Manufacturer narrative:
One safire blu duo bd 7f catheter was received for evaluation. Visual inspection revealed no anomalies. Functional testing revealed the catheter created and held a curve in both directions and both curves matched the required template. The catheter passed torque force, continuity, EKG noise level and ablation simulation testing. The temperature reading during testing was normal. A microscopic inspection of the catheter tip revealed no anomalies. The thermal system was verified and responded with no issues. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. In conclusion, the catheter passed all functional testing. The root cause classification of the reported steam pop is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a redo typical atrial flutter ablation procedure of the cavo-tricuspid isthmus, a steam pop occurred. Ablation was performed using the safire blu duo catheter and the ensite velocity system. The physician increased the stockert generator settings to 50w and 40c. While the physician was manipulating the safire blu duo catheter near the lip of a pouch, an audible pop was heard. The temperature at the time of the stem pop was 38c. No visible char was noted on the safire blue due catheter tip. The physician completed the procedure with this catheter. There were no patient complications.